Event description:
It was reported that the customer was hospitalized due to high blood glucose over 300mg/dl, and he was treated with manual injections. The mother stated that the customer experienced stomach pain and vomiting. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run the fixed prime test and the insulin did exit. Advised the mother to call back when the tubing clamp arrives to complete the testing. Instructed the customer to remove the cannula, and it was not bent or occluded. Suggested the mother to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.